Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing on ventricular channel was observed on a real-time egm. Programming changes were made.

Manufacturer narrative:
(B)(4).